Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "keller funnels weren¿t gliding they way they are supposed to and implant kept getting stuck".

Event description:
Healthcare professional reported "keller funnels weren't gliding they way they are supposed to and implant kept getting stuck". 3 devices were affected by this complaint and the devices have been discarded. Patient contact was not made and surgery was completed with a backup device.

Event description:
The event of lubricity for keller funnel has been reviewed and is considered minor in severity. This event is no longer reportable to the FDA.

Manufacturer narrative:
The event of lubricity for keller funnel has been reviewed and is considered minor in severity. This event is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.3, g.1, h.6.

Manufacturer narrative:
Correction to b5 description of event and h6 adverse event problem in supplemental medwatch #1: the previous submission un-reported a0513 inadequate lubrication, in error. Abbvie medical safety has re-evaluated the event and determined if the event of inadequate lubrication were to recur, it would be likely to cause a serious health hazard that requires medical/surgical intervention for preventing the risk of permanent damage. Device evaluation: for both retain samples: the category/subcategory of mechanical issue - lubricity is not verified since the interior surface of the funnel was observed to be sufficiently lubricious during the coating evaluation and since a textured breast implant could be passed through the funnel five times with no resulting damage to the sample during the functional/lubricity evaluation. Both retain samples were typical. Additional, changed, and/or corrected data: b2, b5, d9, h3, h6, h11.

Event description:
Healthcare professional reported "keller funnels weren¿t gliding they way they are supposed to and implant kept getting stuck". 3 devices were affected by this complaint. Patient contact was not made and surgery was completed with a backup device.